Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display. Problem isolated to the liquid crystal display board.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed and after changing a new battery the device still had a blank screen. No further info was provided.